Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, broken belt clip slot and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump was draining her batteries for two weeks. The customer stated that the insulin pump sometimes would turn off itself and then come back out, alarming battery out limit. The customer also received low battery alarms after inserting a new battery. The customer mentioned a crack around the battery cap as well. The customer's blood glucose was unknown. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.